Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving an accolade stem was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical records were not provided. Device history review indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. No further investigation for this event is possible at this time.

Event description:
Patient is a recurrent dislocator having dislocated about 6 times. Original surgery was done in 2011 in which an accolade tmzf #4, 36mm + 5 lfit v40 head, trident hemispherical 64mm, and a trident x3 poly liner were implanted. Pt brought back into theatre (B)(6) 2014. When the surgeon opened up the patient, the tissue was all infected. Once he removed the head from the trunnion there was black tar like substance around the trunnion & opening to the head. The x3 poly was yellow and there was poly wear, also a ring of plastic was found inside the patient (it looked like the ring of plastic had come off the poly cup). Dr thinks the cup was oxidised. He removed the femoral head and x3 liner and replaced with a trident constrained insert and 32mm femoral head. I have collected the damaged poly liner and ring of plastic and sent to stryker (B)(4).

Event description:
Patient is a recurrent dislocator having dislocated about 6 times. Original surgery was done in 2011 in which an accolade tmzf #4, 36mm + 5 lfit v40 head, trident hemispherical 64mm, and a trident x3 poly liner were implanted. Pt brought back into theatre (B)(6) 2014. When the surgeon opened up the patient, the tissue was all infected. Once he removed the head from the trunnion there was black tar like substance around the trunnion & opening to the head. The x3 poly was yellow and there was poly wear, also a ring of plastic was found inside the patient (it looked like the ring of plastic had come off the poly cup). Dr thinks the cup was oxidised. He removed the femoral head and x3 liner and replaced with a trident constrained insert and 32mm femoral head. I have collected the damaged poly liner and ring of plastic and sent to stryker (B)(4).